Event description:
A pt using novorapid flexpen (insulin aspart) and novofine 31g (needles), since january 2004, due to diabetes mellitus (type and duration unknown) was hospitalized in 2004 due to increase blood glucose values (19 mmol/l measured at the admission. Blood glucose values measured at the hospital after injection of the suspected drug in question were 20-31.5 mmol/l. Blood glucose values measured at the hospital after injection of the hospital's novorapid were 4-7mmol/l. It is reported that the pt also has been using lantus (insulin glargine) since january 2004. The patient was recovered completely on the 2nd day.